Event description:
It was reported by service report that the brakes are not holding on the stretcher and the fowler has intermittent functionality. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: debris in head end brake cam, bent fowler release trip.